Event description:
Customer reports receiving erratic readings. In blood glucose tests, customer rec'd readings of 11 mg/dl and 156 mg/dl within 10 mins. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The customer's products have been requested back for an investigation.